Event description:
Power suddenly cuts out. When the customer activated fluoroscopy, the power supply in the stand (sug1) powered off.

Manufacturer narrative:
(B)(4). The field service engineer replaced the "(B)(4) - power supply (B)(4)", which solved the problem.